Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and no capture. Physician decided to keep the lead in place just for sensing because the patient developed atrial fibrillation (af). The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.